Event description:
Socrates; subject ID (B)(6). It was reported that the patient experienced pericardial pain post ablation that was performed on (B)(6) 2024 with the intellanav stablepoint catheter. The event was attributed to the procedure and not the device. No device issue was reported. The patient then went to emergency on (B)(6) 2024 and was given non-steroidal anti-inflammatory drugs (nsaids). Patient was seen by their treating cardiologist on (B)(6) 2024 who stated that they had pericardial type chest pain, but no effusion according to echogram, and there was no biological inflammatory syndrome. The patient was reviewed again during a cardiology consultation by the treating cardiologist on (B)(6) 2024 who concluded that there was no recurrence of pericardial effusion. The ablation event information, outcome, and product availability are unknown.

Manufacturer narrative:
It was indicated that the location of the device is unknown. If there is any further relevant information obtained, a supplemental medwatch will be filed.